Event description:
Device was explanted after pvc ablation due to unable to interrogate after MRI, also physician and pt agreed ilr may no longer be needed. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. A visual inspection of the device revealed no anomalies. The available data were thoroughly inspected. The analysis revealed that the device performed several resets on (B)(6) 2023. The root cause of this behavior could not be determined. It cannot be excluded that external influences, such as the mentioned MRI, contributed to the clinical observation. During the further course of the analysis the device could be re-initialized successfully without any difficulties. Afterwards the device was working as specified. At a next step the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. The analysis revealed no indication of a device malfunction.